Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the self test was failed. The customer¿s blood glucose was 122 mg/dl. The customer reported that there was repeated blood glucose required alarm repeatedly. The insulin pump will not be returned for analysis.